Event description:
It was reported that a pt diagnosed with a subdural hematoma had a catheter inserted in 2000. On 9/19/2000 an alarm sounded and it was noted that there was approx 300-400 cc's of blood loss through the endotracheal tube. The ventilator was disconnected and the airway was suctioned. Bleeding subsided by itself. It was stated that a pulmonary hemorrhage had occurred. Two units of hematocrit and hemoglobin was administered on 9/19/2000. The pt stabilized. During follow up, the risk manager said, that the root cause is unk and did not know if the occurrence was attributed to the placement or anatomy. It was stated that it did not appear to be a product quality issue.